Event description:
A 64 year old female with history of chronic cystic mastitis underwent mastectomy with insertion of silicone implant in 1976 (right breast0 and left breast in 1978, approximately one year ago, the patient developed hypertensive c.v. Disease and her study showed an arthritis type of condition in her shoulders. She also noted swelling in her face. Final diagnosis on operative report "leakage of the implant on the left; pathology report states of the left breast implant "the implant has ruptured releasing the silicone"invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.